Event description:
Treatment of a large unruptured saccular aneurysm measuring 17mm x 6mm located in the cavernous segment of the right ica (internal carotid artery). The patient was on dual antiplatelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4.25mm x 35mm) did not open in the middle and required balloon angioplasty (an option presented in the instructions for use, u.s.) With a hyperform balloon to achieve full wall apposition. Post procedural angiogram showed an eclipse. The patient was discharged the next day and was doing well. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).